Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc librelink app. Care giver reports that no message appears after scanning with connected sensor and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat, requiring hcp administration of a glucagon injection for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation was performed on the reported complaint and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported no message appear when scanning the sensor with the application. The device and app versions were not provided. Based on case information, no issues were identify with the librelink app itself. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc librelink app. Care giver reports that no message appears after scanning with connected sensor and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat, requiring hcp administration of a glucagon injection for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.